Manufacturer narrative:
This report is filed, march 29, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed granulation tissue and infection at the abutment site. The patient underwent two procedures to have site debrided (dates not reported) and was prescribed multiple courses of oral and topical antibiotics (dates and durations not reported) without resolution resulting in the decision to remove the abutment from the fixture. Per update received on (B)(6) 2016, it was reported that there was hair debris around the abutment that was only visible once the abutment had been removed. The infection resolved quickly following abutment removal. The implanted device remains.